Event description:
It was reported that when a patient presented in the operating room for a generator change-out due to normal eri, intermittent loss of ventricular undersensing was observed. The lead was capped and replaced on a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.